Manufacturer narrative:
Findings: battery cap function properly. No damage at battery cap. Unit received intermittent button response due to corroded keypad traces. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked belt clip slot. Unit received missing end cap sticker.

Event description:
Battery cap function properly. No damage at battery cap. Unit received intermittent button response due to corroded keypad traces. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked belt clip slot. Unit received missing end cap sticker.